Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin had squirted out during priming. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump display had scratches. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected unknown, no delivery alarm/occlusion, prime/fill anomaly and time/clock anomaly due to blank display. Device received with stripped battery cap(p) coin slot. (B)(4).